Event description:
The international customer reported the ventilator alarmed with pressure sensor failure occurrence. It was reported there was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4).